Manufacturer narrative:
The field service engineer (fse) confirmed the error in question in the logs and informed the customer that the temperature of the compressor was above 95ºc for more than 60 seconds. The fse advised the customer to check that the fan on the back ran well and to see if the air intake filter was not dirty cluttered. The fse also noted that the customer could run the device for 24 hours to see if the error reappeared--if the error disappeared, the device would be put back in service; otherwise, the customer would need to consider replacing the turbine and/or its management board. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer.

Event description:
The customer reported a high fan temperature. It is unknown if there was patient involvement when this incident occurred.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).